Event description:
A continuous positive airway pressure (CPAP) device was returned to the manufacturer for service. The device was not in patient use. During evaluation, an issue related to the sound abatement foam was observed. The manufacturer's investigation is on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Upon further review, this device was a repaired device and did not contain sound abatement foam that would be likely to cause or contribute to death or serious injury and is not in scope of res 88058. Therefore, there is no allegation of a reportable event associated with the device at this time.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to the FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on apr 08, 2021 and section h11 should be reported as: a continuous positive airway pressure (CPAP) device was returned to the manufacturer for service. The device was not in patient use at the time. During the initial evaluation, an issue related to the sound abatement foam was observed. Additional information from the evaluation indicated that component replacement was required. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated, and it was determined that component replacement was required. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were 9 errors found. The manufacturer's service center concludes that they confirm the customer's allegation and unit passed the final test.